Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "magrolimab (viaflex bag, total vol should only be 500 ml) tvi: 567.9 ml duration: 3 hrs. And 29 mins. Pump already removed from the treatment area." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "magrolimab (viaflex bag, total vol should only be 500 ml) tvi: 567.9 ml duration: 3 hrs. And 29 mins. Pump already removed from the treatment area." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.